Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/urge incontinence it was reported that since maybe the summer of 2025 they have been experiencing extreme pain in their feet and edema. The patient described the pain as bad pain and "not-being-able-to-walk" pain. The patient mentioned a historical event which included issues with stimulation going down their leg into their foot, but the pain they were experiencing then was "like when toes curl" and the pain they had been experiencing since around last summer was a much different pain. The patient saw various specialists (dermatologist, neurologist) to address the pain, but nothing came of those appointments. The patient's managing hcp advised them to turn off the ins, and the patient said the pain improved right after they turned off the ins. This prompted the patient to call patient services today to ask if the pain and edema in their feet could be caused by the ins. Agent reviewed adverse events and redirected the patient to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.